Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing inadequate pain relief. High impedances were observed on the lead so the physician decided to revise and replace the lead. The patient was doing well post-operatively.

Manufacturer narrative:
Correction to initial MDR in field: should have been UDI= (B)(4).

Event description:
A report was received that the patient was experiencing inadequate pain relief. High impedances were observed on the lead so the physician decided to revise and replace the lead. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-4316 serial/lot: 17633070 description: next generation anchor kit- sterile analysis of lead sc-2218-30(sn (B)(4) revealed the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Analysis of clik anchor sc-4316(lot 17633070)revealed the eyelets were torn, and there was no missing silicone material.

Event description:
A report was received that the patient was experiencing inadequate pain relief. High impedances were observed on the lead so the physician decided to revise and replace the lead. The patient was doing well post-operatively.